Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the small battery drive device control unit was not functioning and was defective. It was noted that the internal components of the handpiece were corroded, the controller was defective, the motor and nose were worn out, and the controller switch was stuck. It was also noted that the device failed pre-repair diagnostic tests for off/oscillation/on switch mode function. It was noted in the service order that the device did not start. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.